Manufacturer narrative:
An event for patient effects of ventricular fibrillation, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, a cause for the reported ventricular fibrillation and pericardial effusion led cardiac tamponade could not be conclusively determined. The reported hospitalization, surgical intervention and unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing condition of atrial fibrillation. Transseptal puncture was mid and mid. Ten thousand units of heparin were administered. The patient's activated clotting time (act) levels were above 400 seconds. 100 units of promatine was administered when the act result came back. A bleed in the esophageal was then noted. The patient's left atrial pressure was 24mmhg. During the procedure the wire and sheath exchange occurred. A wire was placed in the left atrial appendage. The occluder was implanted. Three hours post-procedure the patient presented with ventricular fibrillation which led to a discovery of a circumferential cardiac tamponade. Chest compressions were performed. A pericardiocentesis was attempted during chest compressions but was unsuccessful. The patient was unresponsive to epinephrine. The patient was transferred to open heart surgery to drain the tamponade. The patient was stable in the intensive care unit (ICU). Per the physician the esophageal bleed was due to the transesophageal echocardiogram (tee) probe and the patient's history of varices.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.